Event description:
This unsolicited case from united states was received on 19-dec-2017 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc one and later after unknown latency, couldn't walk, not able to put pressure on knee, felt like there were knives in knee, feeling tight and real bad pain in the back of her knee that goes upto the back of her thigh. No medical history, concomitant medication or concurrent condition was provided. The patient had past treatment with cortisone. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once at a dose of 1 df into the right knee for knee osteoarthritis. It was reported that the patient did not receive a local anesthetic prior to the procedure. She states that the injection itself didn't "feel so bad". On an unknown date in 2017, after unknown latency right after her knee was numb and she could walk for about 1 hour after. On an unknown date in 2017, the patient started feeling tight she couldn't walk on it, put pressure on it, and it felt like there were knives in it. The patient had to use crutches and was afraid to call her doctor because it might make her knees worse. She described it as the "worst thing ever". It was reported that the patient was scheduled to receive the injection in her left knee but she canceled that and won't do that again. It was reported that it had been 1 month now and she still had real bad pain in the back of her knee that goes up to the back of her thigh. The patient could only walk up to 1 block now without feeling pain. The patient did not engage in any physical activity after injection. She states that she tried treating it with an elastic knee band, ice, and elevation. The patient has not seen anyone yet regarding her symptoms. Corrective treatment: crutches for couldn't walk; elastic knee band, ice, and elevation for real bad pain in the back of her knee that goes upto the back of her thigh; not reported for rest of the events. Outcome: recovering for couldn't walk; unknown for rest of the events a pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criteria: disability for couldn't walk pharmacovigilance comment: sanofi company comment dated 25-dec-2017: this case concerns a patient who received treatment with synvisc one and later was not able to walk. Although exact event dates are not reported however, based on reported information a temporal relationship cannot be ruled out with the product administration. However, due to lack of information regarding medical history, concurrent conditions and past drugs precludes complete medical assessment of the case.

Event description:
This unsolicited case from united states was received on 19-dec-2017 from a patient. This case concerns a (B)(6) years old female patient who received treatment with synvisc one and was not able to put pressure on knee/could not put weight on leg and had real bad pain in the back of her knee that goes upto the back of her thigh on the same day and after unknown latency felt like there were knives in knee, feeling tight and couldn't walk. Also device malfunction was identified for the reported lot number. No medical history was provided. The patient had past treatment with cortisone. Concomitant medications included losartan potassium (losartan) for high blood pressure, amlodipine, fluoxetine for stress and levothyroxine sodium (levothyroxine). Patient was allergic to statin drugs and suffered muscle pain. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once at a dose of 1 df into the right knee (lot number: 7rsl021, expiry date: 31-may-2020) for knee osteoarthritis. It was reported that the patient did not receive a local anesthetic prior to the procedure. She states that the injection itself didn't "feel so bad". On the same day, patient had extreme pain and swelling, could not put weight on leg for two weeks. It was reported that pain had continued and radiated into outer back knee and up thigh. On an unknown date in 2017, after unknown latency right after her knee was numb and she could walk for about 1 hour after. On an unknown date in 2017, the patient started feeling tight she couldn't walk on it, put pressure on it, and it felt like there were knives in it. The patient had to use crutches and was afraid to call her doctor because it might make her knees worse. She described it as the "worst thing ever". It was reported that the patient was scheduled to receive the injection in her left knee but she canceled that and won't do that again. It was reported that it had been 1 month now and she still had real bad pain in the back of her knee that goes up to the back of her thigh. The patient could only walk up to 1 block now without feeling pain. The patient did not engage in any physical activity after injection. She states that she tried treating it with an elastic knee band, ice, and elevation. The patient has not seen anyone yet regarding her symptoms. Patient could only walk short distances after 6 weeks and was afraid to see doctor again. Corrective treatment: crutches for couldn't walk; elastic knee band, ice, and elevation for real bad pain in the back of her knee that goes upto the back of her thigh; not reported for rest of the events except device malfunction. Outcome: recovering for couldn't walk; unknown for device malfunction, felt like there were knives in knee, feeling tight and not recovered for not able to put pressure on knee/could not put weight on leg and real bad pain in the back of her knee that goes upto the back of her thigh an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: disability for couldn't walk and device malfunction additional information was received on 19-dec-2017 and 12-jan-2018 (both the information was processed together with clock start date of 19-dec-2017) from patient. Patient's height was added. Medical history and concomitant medications were added. Additional event of device malfunction was added along with details. The event term not able to put pressure on knee was updated to not able to put pressure on knee/could not put weight on leg and outcome was updated form unknown to not recovered. Outcome of real bad pain in the back of her knee that goes upto the back of her thigh was updated form unknown to not recovered. Event onset of not able to put pressure on knee/could not put weight on leg and real bad pain in the back of her knee that goes upto the back of her thigh was updated from 2017 to 15-nov-2017. Additional symptom of real bad pain in the back of her knee that goes upto the back of her thigh/radiates into outer back knee and up thigh was added. Investigation summary was added. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi comapny comment dated 25-dec-2017: this case concerns a patient who received treatment with synvisc one and later was not able to walk. Although exact event dates are not reported however, based on reported information a temporal relationship cannot be ruled out with the product administration. However, due to lack of information regarding medical history, concurrent conditions and past drugs precludes complete medical assessment of the case.